Event description:
While monitoring a patient, the device shut down after 10-20 min. The medics then installed a second battery and the device shut down after 10 min. A third battery was installed and the device shut down after 25 seconds. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.